Event description:
There was an allegation of false positive results with the elecsys anti-hbc ii assay for multiple patient samples tested on a cobas 6000 e601 module. The following example results were provided: sample 1: the initial result was 0.899 coi. The repeat result was 2.14 coi. Sample 2: the initial result was 0.881 coi. The repeat result was 2.11 coi. Sample 3: the initial result was 0.872 coi. The repeat result was 2.07 coi. Sample 4: the initial result was 0.921 coi. The repeat result was 2.24 coi. The erroneous results were not released outside of the laboratory.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). Qc and calibration data were acceptable. A review of the instrument alarm data did not reveal any issues. Additionally, the customer and service maintenance are complete according to the specification. Therefore, a general reagent or analyzer problem was excluded. During the investigation, it was identified that the customer is not using rack adapters that are required with the e602 analyzer. The investigation did not identify a product problem. The available information suggests a pre-analytic root cause, as no rack adapters were used. E1 initial reporter establishment name: (B)(6).